Event description:
Outcome noted as ¿recovered/resolved.¿

Manufacturer narrative:
The event of "covid-19" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "covid-19" is considered an unexpected adverse drug experience.

Event description:
Health professional reported a serious, non-device-related event of "covid-19" after a patient was injected in the jawline with juvéderm volux¿ xc . Treatment was required, noted as "zithromax z-pak¿ and ¿tylenol.¿ outcome noted as ¿recovering/resolving.¿